Manufacturer narrative:
Concomitant products: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2010, product type lead; product ID 37743, serial# (B)(4), product type programmer, patient; product ID 37752, serial# (B)(4), product type recharger. (B)(4).

Event description:
It was reported that the patient hadn't used his ins (implantable neurostimulator) "in a year or two because it was displaced." It was stated that "the wires had already come off in places they didn¿t belong" and that the patient was having complications with it. It was stated that it hurt all the time and the patient wanted it taken out. Additional information has been requested but was not available as of the date of this report. When received, a supplemental report will be submitted.